Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous left anterior descending artery (lad). The physician advanced the 3.00mmx 12mm nc quantum apex balloon catheter to the lesion. The balloon was inflated and ruptured at unknown pressure. The device was removed and the procedure was completed with another device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous left anterior descending artery (lad). The physician advanced the 3.00mmx 12mm nc quantum apex balloon catheter to the lesion. The balloon was inflated and ruptured at unknown pressure. The device was removed and the procedure was completed with another device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: magnified inspection revealed a longitudinal tear in the balloon wall from the proximal end to distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).